Manufacturer narrative:
Concomitant medical products: ddmb1d1 ipg implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, oversensing, and noise. The lead was reprogrammed and turned off but remains in patient. Intervention is planned. No patient complications have been reported as a result of this event.